Manufacturer narrative:
Approximate age of device ¿ 10 months. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a bacterial infection of the driveline. The treatment included surgical debridement and drug therapy. The cause of the infection was due to complexities of medical management. The patient was admitted to the hospital from (B)(6) 2015 until (B)(6) 2016 due to infection. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.